Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: kwp, mnh, mni. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the pf surgery was performed by using the synapse 4.0 system. The fixed site was c7. After locking screw, rod and locking nut were placed, the surgeon noticed that the locking screw did not fit the rod, resulting in incomplete fixation. The surgeon tried to unscrew the locking screw, but it was not successful. He noticed that the connector had been stuck with the set screw. To restart the surgery from the beginning, he cut off the connector in question and then extracted the locking screw. No broken pieces were found left in the patient¿s body, and the surgery was successfully completed with a less-than-30-minute delay. There was no adverse consequence to the patient. Patient outcome reported as stable. This report is for one (1) ti top loading transconnector large-sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.614.517s; lot: h550176: manufacturing date: april 4, 2018; manufacturing location: (B)(4) synthes USA; expiration date: march 01, 2028; noted nonconformances: n/a device history record (DHR) record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of titanium (ti) toploading transconnector large-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The risk assessment for synapse 4.0 addresses the hazard ¿locking cap cannot be inserted and fully tightened¿ as a result of ¿transverse bar does not fit with other parts.¿ this complaint condition is adequately covered by the risk assessment. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.